Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 23 mg/dl. The customer was found unconscious with signs of a seizure. Troubleshooting was performed, and the insulin pump passed the displacement test. It was reported that the battery was removed from the insulin pump at the time the customer was admitted to the hospital, and the insulin pump alarmed battery out limit when the battery was reinserted. Nothing further was reported.